Event description:
It was reported by switzerland that during service and evaluation, it was determined that the reciprocating saw attachment device was heating up during testing. It was further determined that the device failed visual inspection due to damaged connector/coupler, the cutter device could not be inserted, clamping jaws on the drum were broken off and corrosion was detected on the breaking point. It was further determined that the device failed pretest for visual assessment, blade insertion check and temperature assessment. It was noted in the service order that during pre-surgery, it was discovered that the device did not work. It was reported that there were no delays to the surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the clamping jaws being broken on the drum led to the failure that a cutter cannot be inserted and the corrosion was leading to exceeding temperature due to higher friction. The assignable root cause was determined to be traced to maintenance. Device history review: a review of the device history record was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. (B)(4)